Event description:
The customer reported to olympus, that during preparation for use. The power button on the evis exera iii xenon light source was not working. Upon inspection of the customer¿s returned device. It was observed, the customer¿s reported issue was confirmed. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. And likely, due a faulty switch regulator. In addition, the following defects were identified: cosmetic damage (rusted chassis, front panel bezel, inside the top cover) and lamp; 500 or more hours (non-olympus). The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to d8. D8: corrected to select "yes" as the user used a non-olympus lamp. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the power button did not work due to a failure of the switch regulator. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.